Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level was 448 mg/dl. The customer treated their high blood glucose level with the insulin pump. The customer has also experienced low blood glucose levels and called the ambulance. The device was not returned.